Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was returned with the helix extended. There is distorted proximal conductors at 30 cm. Accurate measurement of the helix is not possible due to the helix being bent. The lead was able to be passed through a 7 fr introducer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right ventricular (rv) lead exhibited high impedance, no sensing and no paci ng. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.